Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: infection (unknown onset): unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion stress marks opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h11.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported peri-cocci stage iii prosthetics requiring explantation. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported peri-cocci stage iii prosthetics requiring explantation. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported peri-cocci stage iii prosthetics requiring explantation. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as fold flaw opening. As per the investigation procedure crease wear abrasion stress marks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.